Manufacturer narrative:
External insulation abrasion was noted at 28.3-29.3cm from the distal tip, consistent with lead friction to the ICD can. External insulation abrasion was noted at 38.3-38.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for generator replacement due to normal eri. The lead exhibited noise and was explanted. No egm's were available. Insulation abrasion was also revealed. The distal portion of the lead brock off during the removal procedure and was left implanted. The patient was stable post-procedure.